Event description:
It was reported that the programmer's analyzer was not reading correctly. The analyzer was replaced, but the situation did not resolve. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer and analyzer passed all functional and system testing.